Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had under delivering. The customer¿s blood glucose level was 335 mg/dl at time of incident and current blood glucose level was 329 mg/dl. The customer alleged pump was under delivering and it was not delivering enough insulin and the blood glucose was high. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to speak to healthcare professional regarding high blood glucose. The insulin pump will be returned for analysis.